Event description:
A service technician from the distributor reported that a jb-70 intra-oral x-ray unit, (B) (4), would generate an exposure on its own when the unit was turned on. It was due to a malfunctioning push button on the display board. The system could not make additional exposure unless it's powered off and on again. The hygienist of the dental office, (B) (6), powered on/off the unit 2 times before contacting the service technician. The defective user panel was not available to progeny for analysis till (B) (6) 2009. It took progeny significant effort to get the defective user panel back.

Manufacturer narrative:
A design change which altered a capacitor value was implemented to prevent exposure switch overloading and arcing in (B) (6) 2006. A progeny quality engineer analyzed the returned display board on 9/28/2009. The exposure switch, a tact switch, was found to be not functioning - the moveable metal contact was collapsed and split in the middle resulting in the switch remaining in the "on" position. Thus when the unit is powered on, it exposes once then no more can be made. A black burn mark was observed on the underside of the metal contact which is indicative of the switch being subject to arcing. The repeated arcing degraded the metal contact and resulted in the fatigue/crack.